Event description:
It was reported that approx two months post implant of two overlapping vascular stents in the superficial femoral artery, imaging demonstrated both stents had fractured. The proximally placed stent appeared to be twisted. Reintervention was performed three months post implant. However, recanalization was unsuccessful. The pt refused a surgical intervention. The current pt status is unk.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway. This event involves the same pt as medwatch report # 9681442-2012-00012.